Event description:
During the embolization procedure, the enterprise vrd and delivery stent (B)(4) was deployed in the y-connector accidentally. After the event, no damages was noted on the device (enterprise delivery system (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc), or microcatheter damaged, and stent is going to be returned for analysis. The orbit rdfl complex fill coil (B)(4) stretched during insertion into the target aneurysm. There was no serious injury, and the product will be returned for analysis.

Manufacturer narrative:
During the embolization procedure, the enterprise stent (enf453712/10043680) was deployed in the y-connector accidentally. After the event, no damages was noted on the device (enterprise delivery system (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc), or microcatheter damaged. One non-sterile enterprise delivery wire was received in a plastic bag. The stent and the introducer tube were not received for analysis. Visually, the guidewire did not exhibit evidence of anomalies. The unit was inspected under microscope and no anomalies were observed. Functional test could not be performed since the stent and the introducer tube were not received for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10043680. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported premature deployment in the introducer could not be evaluated due to the nature of the event and the deployment sheath and the stent were not received for analysis. There were no damages on the returned delivery wire. Based on the reported information it appears that the cause was the procedural factor of advancement of the delivery wire on which the stent is positioned out of the introducer prior to the introducer being fully seated in the hub of the microcatheter as outlined in the instructions for use. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
After the event, the same microcatheter was utilized to complete the procedure, since there were no kinks noted in the mc that might have contributed to the event. An adequate continuous flush was maintained through the sl-10 (mc) microcatheter at all times, and during insertion or any other time, no resistance was met, or additional force was utilized to advance or remove the coil/delivery system. Other than the reported event, no other damages were noticed with any other section of the device, coil-(detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit rdfl complex fill coil was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found throughout it. The introducer was unzipped and kinks were noted on it. The support coil, gripper and embolic coil were outside from the introducer. The support coil was also kinked. The gripper was in good condition, while the embolic coil was stretched. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The gripper and embolic coil were inspected under microscope, the gripper was found without damage, while the embolic coil was stretched. The introducer and support coil were also inspected under microscope, and the kinks were confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil-unraveled/stretched" was confirmed. The cause of the damages found could not be conclusive determined; however, neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of damages from leaving the facility. The cause is inconclusive and undetermined; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.